Event description:
A patient was perforated during a procedure. The perforation was immediately recognized and the procedure was aborted to allow the patient to be taken to surgery for repair of the perforation. The patient spent four days at the hospital and had to be transferred to another hospital. Exploratory surgery was performed at that hospital and the patient underwent a colostomy. To date, the hospital is unsure of the patient's outcome.